Event description:
The stent was implanted in a tortuous left anterior descending coronary artery. It is unknown if pre-dilatation was conducted, post-dilatation was not conducted. The stent was deployed at 11atms.

Manufacturer narrative:
Additional information will be submitted within thirty days upon receipt.